Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture thresholds and dislodgement concern. After an x-ray exam, it was confirm that the right ventricular (rv) lead had been dislodged. The lead was explanted and it is not expected to be return. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: a1. Patient identifier a1. Date of birth a2. Age at time of event a3. Sex.

Event description:
It was reported that this right ventricular (rv) lead lead was explanted due to high capture thresholds and dislodgement concern. After an x-ray exam, it was confirm that the right ventricular (rv) lead had been dislodged. The lead was explanted and it is not expected to be return. No additional adverse patient effects were reported.